Manufacturer narrative:
The age of the patient is unknown; however, it was reported that the patient is a "baby." As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that an interlink t-connector extension set became disconnected from an unknown "bd lever lock." This occurred during the delivery of an unknown medication on a non baxter pump. The nurse noted that the t-connector was not perpendicular to the "bd lever lock." A non-baxter microbore extension set was connected to the other end of the t-connector. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.